Event description:
It was a reported a revision of persona knee for patient anterior knee pain. Prk revision system used and implanted. No additional information is available.

Manufacturer narrative:
(B)(4). G2: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products & mdrs.: unk persona sz 11 cr tm femur lot# unk, MDR: 0001822565-2024-00822; unk persona bearing lot# unk, MDR: 0001822565-2024-00824; unk persona patella lot# unk, MDR: 0001822565-2024-00825. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.